Event description:
The manufacturer received information alleging heater not working,difficulty breathing/short of breath,device will not turn on/device not functioning related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on sep 17, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging heater not working,difficulty breathing/short of breath,device will not turn on/device not functioning that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed an unknown dust contaminant on the top enclosure, ui panel, bottom enclosure, inside iso port, blower, blower box and blower seal. The manufacturer also observed a black potential hairlike contaminant on the inside of the top enclosure. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 3 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, that there was no evidence of sound abatement foam degradation. The manufacturer cannot confirms the complaint of device will not turn on/function, during investigation device powered up and provided therapy and unable to address any symptoms.